Event description:
As the surgeon was sewing mesh with a 2-0 prolene suture, the suture snapped and a small portion of the needle was also still attached to the suture. The presence of the needle in its entirety was verified by both the surgeon and scrub1. The same thing happened again with a subsequent 2-0 prolene suture with the same lot number. FDA safety report ID# (B)(4).